Event description:
At about 1 month after the primary, the patient came in reporting pain and the cause of the pain is unknown. The surgeon revised the metaphysis and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 may 2025: (B)(4) items manufactured and released on 26-nov-2024. Expiration date: 2029-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional devices involved: reverse shoulder system 04.01.0127 humeral reverse hc liner ø42/+6mm (k170452) lot. 2415055 (B)(4) items manufactured and released on 05-aug-2024. Expiration date: 2029-07-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.